Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: during investigation, the keypad rubber was undamaged, and all keypad buttons responded to user input. The alleged ¿tactile changes¿ complaint was unable to be duplicated during testing. The keypad cover was removed, and no contamination or damage was found to the button contacts. The pump cover was removed, and no intermittent condition was found to the keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.